Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one of the impedances is slightly out of range. The dbs device, contact 0 has impedance of 2583 ohms. The healthcare provider did a benefits versus risk of it and wants to proceed with the MRI and to do it the safest manner possible. Tech services reviewed that labeling states to investigate impedances that are greater than 2000 ohms which sounds like the hcp (implanting surgeon) did per caller." It is up to caller how they want to proceed.